Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited a low pacing impedance measurement. It was noted that impedances have been measuring 285-325 ohm range. Technical services informed that this lead measure was slightly out-of-range. The physician elected to remove this lead and replace it with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited a low pacing impedance measurement. It was noted that impedances have been measuring 285-325 ohm range. Technical services informed that this lead measure was slightly out-of-range. The physician elected to remove this lead and replace it with a new lead. No additional adverse patient effects were reported.